Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the metal piece suddenly fell when the appendix was cut with an electrosurgical instrument, resulting in an uncut appendix and tissue infiltration. The oozing of blood was obvious and a new electrosurgical instrument was immediately replaced and the operation was successfully completed. The piece did not fall into the patient's body - it fell on the instrument table. X-ray examination was not performed. The patient was rehabilitated and discharged.